Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Recall work pending response to repair estimate submitted 8/31, for the following: front: crack(bel press hsng). Keypad: incidental repair. Rear: crack(stress(fr/lt/edg, bot/rt/mid/scr). Chip/dent(bot/lt/rear/cnr). Scratches(fr/rt/1/3 of area). Handle: (B)(4) barrel clamp cracked. Right iui contacts oxidized. ***note: unit requires the syringe split nut two 2016 recall.*** (B)(4). Syringe split nut two 2016 >>confirmed.. ==recalls required: syr 8110 split nut recall 2 recall completed. Calibration completed. ==repair. Front: crack(bel press hsng): replaced front cover, mylar gasket, and keypad assy (keypad is incidental repair). Rear: crack(stress(fr/lt/edg; bot/rt/mid/scr). Ch/d(bot/lt/rr/cnr): replaced rear case, feet, and labels. (B)(4). Barrel clamp cracked/corroded: replaced barrel clamp, seal, and bushing. Right iui has oxidized contacts: replaced right iui (only). (B)(4). File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per (B)(4).